Manufacturer narrative:
Investigation: eighty two sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 7080651, cat. No. 320477. Visual examination and functional thread to vial test was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a loose outer shield occurred with pen needles 32x4 asia xtw. The following information was provided by the initial reporter, "the nurse strongly complained about loosen outer shield cap of the pen needle. Every time when she educates patients she unable to detach the pen needle due to loosen outer shield. Returned 8 boxes of pen needle. Because the actual samples were discarded, the left over pen needles will be shipped out." 200 occurrences were reported after use, the date/time of each event were not given. Patient information for each event was not given.

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose outer shield occurred with pen needles 32x4 (B)(6) xtw. The following information was provided by the initial reporter, "the nurse strongly complained about loosen outer shield cap of the pen needle. Every time when she educates patients she unable to detach the pen needle due to loosen outer shield. Returned 8 boxes of pen needle. Because the actual samples were discarded, the left over pen needles will be shipped out." 200 occurrences were reported after use, the date/time of each event were not given. Patient information for each event was not given.